Event description:
A (B)(6) customer received blood glucose readings of 15.7, 13.2, 12.8, and 14.0mmol/l on the contour next link throughout the morning and received insulin accordingly. He had two hypoglycemic episodes and required medical attention. Further information was not provided. It was asked that strips be returned for evaluation. New strips and meter were sent to the customer.